Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the right posterior descending coronary artery. The 2.0x15 mm mini trek balloon dilatation catheter (bdc) was inflated twice and ruptured at 10 atmospheres due to heavy stenosis. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.